Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable and rising thresholds. It was also reported that the implantable pulse generator (ipg) exhibited a battery longevity estimate reduction of approximately nine months, in an approximate three month period. Both the rv lead and the ipg remain in use. No patient complications have been reported as a result of this event.